Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar started leaking while using a 5mm instrument (scope). It would leak intermittently. It would sporadically leak air without movement of the scope. The abdominal pressure was at 14-15. The procedure was completed with the trocar without any impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.